Event description:
Physician reported: the band has broken at the "metal connection point" or stainless steel connector.

Manufacturer narrative:
Taper unknown. Medwatch sent to FDA on: (B)(4) 2012. Allergan has received the product; however, a piece of tubing was returned. The reporter of the complaint was asked to indicate the product model number, serial number, date of event, implant date and patient data. The information has not yet been received by allergan. Allergan has received the product; however, the analysis has not been completed at this time. Further information from the reporter regarding the model number, serial number, the event date, implant date, diagnostic testing and patient data has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."